Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The fse also found the safety disk to be past due for replacement, and recommended replacing it.

Event description:
It was reported that before use in cardiosave intra aortic balloon pump(iabp) pressure transducer could not be zeroed.there were no patient involvement

Manufacturer narrative:
A supplemental report will be submitted on completion of our investigation.